Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an air in line alarm, which interrupted delivery. This alarm may have been a false alarm. There is no known patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This is report 1 of 2. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with an air in line alarm was confirmed in the pump's event history; however, this condition was not duplicated. The root cause was not identified and thus no repairs have been performed to address this condition. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.